Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving a battery indicator message. This complaint is being reported per the customer care advocate documentation. The patient manages her diabetes with self adjusting insulin and tests her blood glucose more than 4 times per day. The reported issue began 1 year ago. Approximately 6 months after the onset of the reported issue, the patient decided to guess how much insulin to take. At the time of concern, the patient developed symptoms described as "blurry vision, shaking, sweating, and wanted to sleep." There was no other meter used during this time. During troubleshooting, the patient confirmed that this was the first time the product is being used. Based on the information, the battery did not need to be recharge. There was no product misuse. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after the power issue began. The product was replaced and requested back for investigation.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.